Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant during a device follow up, micro-dislodgement, high thresholds, poor pacing and undersensing were observed on  right atrial (ra) lead. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.